Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second ruby coil¿s pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly and unraveled, and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the first ruby coil revealed the pusher assembly was fractured. This damage may have occurred due to forceful manipulation of the ruby coil against resistance during retraction. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. The root cause of the initial resistance experienced while advancing could not be determined. Evaluation of the second ruby coil revealed the sr wire was fractured and the embolization coil was detached and unraveled. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach and unravel. The embolization coil may have become further unraveled during attempts to retrieve it with the snare device. Further evaluation revealed both pusher assemblies were kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00574.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number:3005168196-2017-00574.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician felt resistance advancing the ruby coil and, therefore, attempted to retract. Upon retraction, the ruby coil unintentionally detached with the majority of the coil remaining within the lantern delivery microcatheter (lantern). The physician then used a syringe to retract the coil further and removed the lantern with the ruby coil inside. The physician reinserted the same lantern and successfully placed two ruby coils. The physician then attempted to place another ruby coil; however, while repositioning, the ruby coil was reported to have broken. The physician removed the pusher assembly and used a snare device in an attempt to remove the rest of the coil. The physician left some coil within the splenic artery, and the procedure ended at this point. There was no report of an adverse effect to the patient.